Manufacturer narrative:
(B)(4). Batch # v95g6w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired. A potential cause for the customer reported experience is the firing of all of the clips and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when the 13th clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not formed completely during use. The device was fired outside the patient to check functionality, then clips were not fed into the jaws properly. The device did not feed clips. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.